Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing skin irritation at the insertion site that leaves his skin red, raw and itchy. Pt is only able to wear the sensor for 4-5 days before he has to remove it due to discomfort. Pt consulted with his physician who decreed that the skin irritation was an allergic reaction. The pt was given an ointment to apply to his skin. At the time of his call to dexcom technical support, pt had discontinued cgm use.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.